Manufacturer narrative:
During an arjo technician service visited at jeanes hospital in the us the observed that the radius arm dislodged from the bed¿s subframe. There was no patient involved and no injury was reported. The review of post-market surveillance data and investigation regarding the radius arm detachment, carried out at the manufacturer side showed that this malfunction can occur only under two specific circumstances. First, when the bed¿s backrest is blocked by the obstacle e.g. Windowsill (in the position of 45 degrees). The second scenario may take place when the obstacle is put between the base frame and the radius arm. Due to the limited information provided and unknown circumstances in which this malfunction occurred, the exact cause of the reported failure could not be determined. Due to an unrepairable defect of the bed¿s frame, the bed was completely removed from the service. In summary, the citadel bed malfunctions were confirmed by the technician, which indicates that the bed did not meet the manufacturer¿s specifications. There was no patient involved and no injury reported. The complaint decided to be reportable due to the recognized malfunction concerning radius arm detachment. Further investigation performed by the manufacturer showed that this failure can only be achieved in very specific circumstances described in detail below e.g. Blockage of the obstacle.

Manufacturer narrative:
The process of analyzing all gathered information is ongoing. Additional information will be provided upon the conclusions of the investigation.

Event description:
Following information reported by jeanes hospital in the us, the e410 code was displayed on the weigh scale panel of the citadel bed. The e410 error is a sort of general service error that requires technical investigation. The arjo technician visited the hospital and noticed that the radius arm had been separated from the bed¿s frame. Additional information confirmed that there was no patient when the fault was noticed by hospital staff and no injury was reported. The bed platform was in a flat position when the malfunction occurred.